Event description:
It was reported to st. Jude medical that the patient passed out due to an arrhythmia. The patient was brought into the emergency room and when the ICD was interrogated, a hardware reset message was displayed. The ICD was explanted and will be returned for evaluation.